Manufacturer narrative:
Updated grids and summary.

Event description:
This report is based on information provided by the philips biomed equipment services team and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that there was a shock test failure. There was reportedly no patient involvement. The philips representative evaluated the device on-site and determined that the device needed to be removed from service. No repairs were performed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. As troubleshooting was not completed for the device, the reported issue was observed but a cause could not be established. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was left with a different, fully functional device in place of the failing mrx. No additional details have been made available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the device failed. No patient involvement reported at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.